Event description:
User reports they had one unit that was missing the mask. The package is still sealed as they tore it open from the sides to open. They obtained another package and no patient impact.

Manufacturer narrative:
Investigation: the returned unit was visually inspected. The package has been torn open down the side and there is no mask inside. History of this type of event is someone broke the package seal, removed the mask, and did not dispose of the package. We do not feel that is the case in this event as the seal was still intact. A review of our complaints history confirmed this to be the first complaint for the lot number identified. Review of our complaints database also reveals that the last confirmed report we had for this was from 2002. The hospital had reported that they audited their inventory and found no more units with a missing mask. Root cause: the manufacturer has stated that this event was due to incorrect assembly of device and failure to detect the incomplete unit. They have work procedures in place to verify every package contains all parts of the device. Corrective measures: manufacturer has reported that they have performed enhancement production personnel education and training and informed them of the importance of not missing the final inspection. They have also increased their quality control spot checks for this issue. This report has been logged for trending.